Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified one other incident from this lot. Reportedly, the 6.0x150mm absolute pro ll ses was used over a 014" guidewire. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) materials required section states: one (1) 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It is undetermined if the deviation of the instructions for use caused/contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. H6, medical device problem code 2017 failure to follow steps / instructions.

Event description:
Subsequently, it was noted that the absolute pro ll ses was used over a 014" guidewire. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous left superficial femoral artery that is 100% stenosed. During deployment of the 6.0x150mm absolute pro ll self-expanding stent (ses), resistance was noted at the thumbwheel; therefore, the device was pulled back. Upon pull back, the stent jumped out [partially deployed] about 3cm and the tip of the partially deployed stent separated and remained in the target region. The remaining portion was removed through the sheath. A new absolute pro ses was used to embed the separated stent into the target lesion, completing the procedure. There were no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.